Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colon procedure. The stapling device was being used for the distal transection on the sigmoid colon. The procedure was converted to open due to the device problem. The reload fired partially and then stopped. The staple line was incomplete at the distal end. The status of the indicator lights, handle, adapter, and reload were all solid. In order to resolve the issue and complete the case, opened another reload and fired. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: downgraded to not reportable. Additional information: the procedure was not converted to open. It was a hand assist lap colon. The new reload was able to be fired successfully using the same handle set up.